Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. The cycler underwent and passed a valve actuation test and a system air leak test. A pre-accelerated stress test (ast) simulated treatment was performed without any failures or problems. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that the screen of their liberty select cycler was blank during step 7 of setup. They tried rebooting the cycler to resolve the issue. The ok and stop keys lit up, but the screen remained blank. This was reported to be an out-of-box failure. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was also advised to notify their pd registered nurse (pdrn) of the replacement. It was confirmed the patient had continuous ambulatory peritoneal dialysis (capd) supplies and was trained on completing manual pd therapy. The patient stated they would use those supplies to complete their treatment. Upon follow up with the patient¿s pdrn, it was reported that the patient did not complete treatment. However, it was also confirmed that there were no adverse effects experienced and no medical intervention was required as a result of the reported event. The cycler was returned to the manufacturer for physical evaluation, and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.